Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no data available in the download history or black box for the time of the reported blood glucose event on (B)(4) 2012 due to continued patient use. There were no alarms or pump conditions indicating a malfunction recorded in the black box or alarm history. The total insulin daily dose correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump passed and was found to be delivering within the required specifications. There was no defect found. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2010 evening, he pt discovered a kinked cannula so he changed the infusion site but his blood glucose remained "high." The pt was only using the abdomen as the infusion site. The next day, the pt was taken to the emergency room. When he arrived at the ER, his bg was in the 500s mg/dl. The pt reportedly did not have any other illness/infection at the time of the reported event. The pt was taken off the pump and put on insulin drip. On (B)(6) 2010, the pt resumed pump therapy in the hospital. The pt's bg continued to be high in the 300-400 mg/dl range so the doctor changed the pump settings. The pt's bg result after the pump setting change was not provided. The animas rep reviewed the pump with the pt and noted the following: the insulin was in good condition, there were no air bubble issues in tubing, no associated alarms were found in the pump's history, and all boluses and basals were delivered as programmed. There was no indication that the pump malfunctioned; however, this complaint is being reported because the pt allegedly was hospitalized for dka.